Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative indicating regarding an unknown patient. On an unknown date, error code (B)(4), which indicates empty reservoir was seen on the patients personal therapy manager (ptm). It was unknown as to whether the patient was due for a refill. The rep did not have further information at the time of this report. The rep was to follow-up with the health care professional. There were no symptoms mentioned.